Event description:
It was reported that during a retrograde intrarenal ureteroscopic surgery (rirs) procedure, the fiber got damaged in first use as the fiber tip was popped and it does not remain attached, however, the tip did not fall inside the patient. The procedure was completed with another device without patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned device identified that the fiber tip was clipped, confirming the reported event. The customer reported that the fiber tip had popped from the fiber body, suggesting that the tip likely broke off and was subsequently clipped by the customer, as the tip presented a clean cut. It is likely that procedural handling of the device during use contributed to the fiber tip break. In addition, the inspection confirmed the connector presented burn marks. The fiber was functionally test and results affirmed the aiming beam was slightly weak and distorted. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a retrograde intrarenal ureteroscopic surgery (rirs) procedure, the fiber got damaged in first use as the fiber tip was popped and it does not remain attached, however, the tip did not fall inside the patient. The procedure was completed with another device without patient complications.